Event description:
The physician was attempting to deploy a 3.5mm diameter x 15mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient. It was reported that when the device was inserted into the patient, the shaft of the delivery device kinked and the distal part of the stent was also kinked during the procedure. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the hypotube was bent and kinked. The stent was positioned between marker bands as per specifications and multiple stent struts were bunched, damaged and deformed.

Manufacturer narrative:
Evaluation results: (limited information). Deformation problem (damaged stent struts). Conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). (B)(4).